Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.5 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced low vault without rotation. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).